Event description:
The sterile tray was opened and from packaging came in contact with or tech hands and started burning. Tech had to seek medical treatment for chemical burn to fingers. The patient was not harmed.